Manufacturer narrative:
(B)(4). Batch # u5al74. Device analysis: the analysis found that one psee60a device was returned with the anvil bent upwards and with the area batch damaged. One gst60g cartridge loaded in the device. The reload was received partially fired 1/2 with the reload deck damaged. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, knife was noted to be buckled and the anvil knife slot damaged. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional test was performed due the condition of the device. It is possible that an abnormal use force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. In addition, that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a partial pneumonectomy, the surgeon noted that the motor sound was abnormally weak during the first firing, then would not fire farther than 1/2 on the second firing. Also could not open the jaw. The surgeon followed the rbrb step, but it did not work. He suspected that there was an issue with battery, but it was still not work after changing to a new battery pack from a new device. Finally, opened the jaw manually with a large amount of force. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.